Event description:
Customer initially called needing assistance turning off vibrate and variable bolus features, however, during call reported being hospitalized for low blood glucose levels. It was reported that customer was not responding to her daughter so paramedics were called prior to hospitalization. Troubleshooting performed and pump appeared to be operating as designed.